Event description:
Clinical study-104 days after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated was a 3.0 mm left circumflex (lcx) artery lesion. The lesion was predilated with a cutting balloon. The physician deployed a taxus express2 8.8% 3.0 x 16 mm drug eluting stent. The stent was not post dilated. The cause of death is reported to be leukemia. Additional information has been requested.

Event description:
It was further reported that the pt was admitted in may 2004 with relapse of leukemia. Pt was treated with reinduction chemotherepy but rapidly developed pancytopenia, keeping pt transfusion-dependent for packed red cells and platelets throughout the admission. By day 8 of chemotherapy, the pt developed fever and was placed on antibiotics after a positive urine culture (enterococcus). By day 33, the pt had still not recovered their blood cell counts and bone marrow aspirate showed recurrent leukemia with 60% blasts. The pt ultimately developed bilateral interstitial infiltrates; an infectious vs leukemia etiology could not be determined. The pt developed progressive respiratory failure and the prognosis was grave. The pt's family requested comfort care measures and dnr status. The pt expired quietly 2 mos later. The final cause of death on the death summary is 'relapsed refractory acute myelogenous leukemia.'